Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed but the customer's problem was not duplicated. The pump was operating without any issues. There was no device problem found. No further action was taken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was beeping constantly and showing no cassette attached. There was unknown patient involvement, and unknown patient harm/adverse event reported.